Event description:
Device 1 of 4: reference MFR report: 1627487-2016-06250, 1627487-2016-06251 & 1627487-2016-06253. Follow up identified the patient is receiving adequate stimulation in the needed areas and the stimulation was no longer uncomfortable.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 4. Reference MFR report: 1627487-2016-06250, 1627487-2016-06251 & 1627487-2016-06253. It was reported the patient was experiencing uncomfortable and ineffective stimulation from her system. The patient has four leads placed peripheral (off-label) for headaches. Reportedly, the front left lead over her eyebrow was not capturing midline enough to help and the back right was causing a stinging sensation and muscle cramp. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 4: reference MFR report: 1627487-2016-06250, 1627487-2016-06251 & 1627487-2016-06253. Follow up identified the patient had the left supraorbital lead and the two occipital leads replaced. Reportedly, one of the leads had migrated.